Manufacturer narrative:
Additionally, the original equipment manufacturer (OEM) is aware of the device issue and is currently being investigated. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain more information and to clarify if the device broke inside the patient but no information was obtained. The suspected clip was not returned to olympus, however, the user facility returned three brand new devices for evaluation. The devices were received in its original package. A visual inspection was performed on 1 of 3 devices and no problems were found with the device. The distal tip was checked and noted the function of the clip is working normal. The handle was manipulated; the movement is consistent and smooth. The clip was observed during the manipulation as well and the clip was able to deploy properly. The insertion portion and outer sheath was inspected and no signs of damages. The tube joint (yellow) was checked; no physical damages noted. The cause of the reported event could not be determined as the suspected device was not returned. In addition, the evaluation of the new device found the device to be fully functional with no abnormalities. Based on similar reported events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor. The instruction manual provides warning to mitigate the risk of patient injury and device damage that states, ¿keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. When forcing the clip against the tissue, do not try to rotate the clip. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage¿. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device detached and fell off into the patient; spring included. The item was successfully removed from the patient and another clip was used to successfully complete the procedure. There was no patient harm reported.